Manufacturer narrative:
The device was received undeployed. The device completed first and second prime earlier than expected. The data presented a rotational sensor malfunction. The rerunning of the device resulted in data that presented another rotational sensor malfunction. Contamination coated a portion of the commutator cap. The contamination caused the rotational sensor malfunctions that caused the device's failure to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.